Manufacturer narrative:
Additional information received indicated that the lead continued to exhibit high pacing impedance measurements greater than 2,000 ohms. There was also a report of intermittent loss of capture (loc) for this pacemaker dependent patient. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting high pacing impedance measurements of 2,007 ohms. The device was implanted one day prior to the report of the lead impedances. Pacing threshold measurements were also higher than expected at 2.5 v at 1 ms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the rv pacing lead impedances returned to normal after the patient was admitted to the hospital for a potential lead fracture. It was concluded that there was likely an air pocket in the device header. The patient was monitored overnight and discharged home the following day. There was no additional intervention performed. The patient was also seen in clinic on (B)(6) 2016 and the rv lead measurements were within normal limits. However, it was noticed that the rv pace/sense configuration has been changed from bipolar to unipolar. The configuration change likely occurred when the patient was in the hospital when there was a concern of a lead fracture. The lead measurements were not tested in bipolar. No additional adverse patient effects were reported.